Manufacturer narrative:
The customer replaced the sodium electrode and the field service engineer cleaned the electrode compartment, conditioned the electrodes, and passed ise checks.the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the reagent probes, adjusted the sample probes, adjusted the outer rinse the probes, adjusted the rinse mechanism flow rate, changed syringe seals, flushed the probes, and sample lines, and flushed the rinse nozzles. Precision testing was acceptable.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results from the cobas 6000 c501 module. The customer stated the questionable results were reported outside of the laboratory, and they corrected reports for 22 patients. Data was only provided for one patient sample. The initial result was 129 mmol/l, and the repeat result was 138 mmol/l.